Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited high capture threshold of around 3v. Programming was changed to unipolar to lower thresholds but the patient became symptomatic. The device was programmed to a vvi setting to avoid the unipolar pacing symptoms.